Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and reported that this cardiac resynchronization therapy defibrillator (crt-d) received an alert that indicated high out of range shock impedances were recorded on the right ventricular (rv) lead. It was noted that the rv lead was a non-boston scientific lead. Ts reviewed the stored device impedance measurements reports and confirmed that the rv lead shock impedances were found to measure 129 ohms which is considered to be high out of range. Ts recommended for a commanded shock for further evaluation of the lead integrity. At this time, the crt-d and non-boston scientific rv lead remain in service. No adverse patient effects were reported.